Event description:
The customer reported to olympus the colonovideoscope exhibited insufficient air to clear water from objective lens. The issue was observed during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; adhesive on bending section cover (a-rubber) had a chip; objective lens had discoloration; adhesive on bending section cover (a-rubber) had a crack; adhesive on bending section cover (a-rubber) had white-clouded area; adhesive around light guide lens was peeled; nozzle was deformed; adhesive around objective lens was peeled; plastic distal end cover (c-cover) had a dent; universal cord had a wrinkle; and scratches were found on multiple components of the device. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon could not specify what the foreign material was and could not specify if foreign material was not removed due to the damage of the device although a proper reprocessing was conducted. The air/water nozzle was deformed. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning: inspection of the endoscope- inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function ¿ keep the air/water valve¿s hole covered with your finger. ¿ depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.